Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's international service technician reported a vent inop failure due to a data acquisition pcb adc reference failure. There was no patient involvement.